Event description:
Philips received a complaint on the mrx indicating that the processor pca / main board is defective. There was no patient involvement. The fse while evaluating this device discovered the processor pca / main board was defective. The pca needs to be replaced but the device is at end-of-support and no parts are available. Based on the information available and the testing conducted, the cause of the reported problem was the processor pca. The reported problem was found while the fse was evaluating the device for another issue. The device was recommended not to be put back into service since it able to be repaired. The device is at end-of-support and no parts are available. The customer was reinformed / reminded the device is at end-of-support